Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration at 2mg/day) via intrathecal drug delivery pump. The indication for use was noted as chronic low back pain and spinal pain. It was reported that the patient had recently relocated to (B)(6) and got paperwork started to transfer to a new healthcare provider (hcp). He had consultation set for (B)(6) 2019 and would not receive medication until a follow up appointment to that. The patient's alarm had been sounding for about a week (relative to (B)(6) 2019). The alarm began as a single tone and then became a two tone alarm about four days prior to (B)(6) 2019. He had done everything he could do to be seen at the hcp sooner, including calling and visiting in person, as well as informing them that the pump was currently alarming and asking that they turn the pump down so it did not run out of medication, but the hcp was unableto assist the patient until (B)(6) 2019. The sound was consistent with the device alarms. The patient's primary hcp prescribed the patient morphine pills getting the dosage "close enough" and the patient had been taking one per day and had been doing well and felt "real good." The patient mentioned they thought they were going to have the pump taken out because they went through this too much. There were no further complications reported at this time. Additional information was received from a hcp. It was reported that the patient had walked into the office on (B)(6) 2019. The provider was out of office until (B)(6) 2019. The patient mentioned the pump alarm was at (B)(6) 2019. There were no further complications reported at this time.